Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI (di): (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient experienced a loss of effective therapy due to the leads having migrated. Surgical intervention was undertaken and both leads were explanted and replaced.